Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Via regulatory agency, a patient reported that a patient was injected in the lips with juvéderm® volbella¿ xc and in the cheeks with juvéderm® voluma¿ xc. Fourteen weeks later, the patient experienced ¿localized large nodules¿ and then their face ¿swelled up.¿ the patient was treated with a medrol dosepak. The general swelling was reduced completely but the nodules only reduced in size. The patient was told to ¿wait and see,¿ and immediately, the patient experienced more ¿inflamed nodules. The patient was then treated with a 3.5-week taper from 60 mg of prednisone to .5 mg about 4 days after the medrol dosepak. Over the next month, the patient¿s face subsequently saw the old nodules reduce and new nodules erupt. When the prednisone script was completed, the injector and a plastic surgeon told the patient they would need several weeks of shots of hyaluronidase to reduce/remove the remaining lip lumps. The patient also reported that the ¿swelling and nodules¿ in the cheeks reduced over time without any hyaluronidase. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-20668). This emdr is being submitted for the suspect product, juvéderm® voluma¿ xc.